Event description:
Patient reported the infusion device shut off without providing an alarm. Patient went to bed at midnight on (B)(6) 2011. Patient woke up at 5:00 a.m., on (B)(6) 2011, and blood glucose was 300 mg/dl. Patient checked the infusion device and saw that it had turned off. Patient changed the battery, but this was not successful. Patient corrected blood glucose using an insulin pen. Normal blood glucose is 150-200 mg/dl. Patient did not have an infection or start a new medication. Infusion device was not exposed to water or electromagnetic fields. The patient did not require assistance from a health care professional or second party to address the issue. Infusion device was requested for evaluation. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.